Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint cannot be confirmed since it was returned without original packaging and visible damage to all components. The locking ring was bent and twisted out of shape. It had also been closed in from its free state and overlapped at the tips. There didn't appear to be any other damage to the locking ring. The device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay corrected and additional information. This information doesn't change the previously submitted investigation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). The investigation is still in process. Once the investigation is completed a follow-up MDR will be submitted.

Event description:
It was reported that a ringloc ring was found to be loose and bent inside packaging during surgery. The product was not implanted and another product was used.